Event description:
It was reported that during a procedure, impedance testing was performed and a high impedance greater than 10000 ohms was observed on both vectris leads. Impedance values on both channels were high, and after switching the leads in the channels impedance had stayed high. The leads were tested with an external neurostimulator and normal impedances were observed. The leads were tested again in the implantable neurostimulator (ins) and were high. The ins was replaced and impedances were normal on both sides. The original ins was not implanted and the replacement product was used. It was noted that the product issue had resolved, and that the cause of the product issue was unknown. There were no patient symptoms or complications associated with this event, and the patient was alive with no injury at the time of the report.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins passed functional testing, including impedance testing in saline.¿ there was ¿no anomaly¿ found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.